Event description:
It was reported that during a percutaneous angioplasty (pta) procedure, a guide wire fracture occurred. The "very calcified" target lesion was in the femoral artery. The physician attempted to advance a platinum plus-3 018/180 guide wire but was unable to cross the target lesion. The physician decided to "change the guide wire". An unspecified entrapment and a guide wire "fracture" at the distal end also occurred. As the wire was being pulled back "it became always longer and longer (about 25 inch)". The whole wire was able to be removed with no fragments left inside the patient. There were no patient complications or injury reported.